Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, as the shunt sensor was being unpacked, leakage was found. No patient involvement product was changed out procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 4114, 3221, 4315). The affected sample was not returned. A retention sample could not be evaluated as the lot number was not provided. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.